Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the worsening pvl and the cai cannot be determined; however, it was speculated that the initial valve may have been undersized or possible leaflet stagnant and thrombus adhered to a leaflet may have caused the cai. The second valve resolved the aortic regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years and 8 months post implantation of a 26mm sapein xt valve, the patient presented with worsening paravalvular leak (pvl) and central aortic insufficiency (cai). The patient presented with shortness of breath. The patient received a second 26mm sapien 3 valve. The valve was deployed approximately 1 to 1 1/2 millimeters proximal of the top of the xt valve and landed in good position. Per report, a CT was performed and reviewed. It was speculated that the initial sapien xt valve may have been undersized with a possible stagnant leaflet (a leaflet not opening and closing properly) and thrombus adhered to a leaflet. However, this information was not confirmed by the physician. It was reported that there was worsening pvl and cai.